Event description:
It was reported by customer that while threading during insertion and flushing/checking for blood return, the gray lumen was found to be leaking between the 0-1cm mark near the hub. Patient impact: unnecessary procedure/ premature replacement via PICC exchange. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. A gross visual inspection of the returned unit found that a longitudinally aligned tear was present on the catheter tubing between the 0 cm and 1 cm depth markers. Surrounding the tear site was deformation of the catheter tubing, giving the tubing an oblong shape. The deformation could be observed in between the 0 cm and 2 cm depth markers. The tear was aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear site found that the fracture had rounded edges and a granular surface. Both features indicative of tensile stress. A cross-section of the tubing was taken at the tear location. Inspection of the cross-section found that the lumens were deformed, indicating that the deformation had occurred both externally and internally. Based on the observed features, it is likely that the unit experienced compression damage, leading to tensile stress to form along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that while threading during insertion and flushing/checking for blood return, the gray lumen was found to be leaking between the 0-1cm mark near the hub. Patient impact: unnecessary procedure/ premature replacement via PICC exchange. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.